Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the little rubber caps were missing from an rt040 hospital full face mask non-vented kit. No patient consequence was reported.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the little rubber caps were missing from the rt040 hospital full face mask non-vented kit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt040 mask was not turned to fph for investigation. An attempt was made to obtain additional information regarding the reported fault but no information was received from the medical center. Without the return of the complaint device or additional information from the medical center, we are unable to determine the root cause of the reported fault.

Manufacturer narrative:
(B)(4). The complaint rt040 mask is not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the medical center in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.